Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while advancing the delivery catheter system (dcs) resistance was encountered at the right femoral artery. The physician overcame the resistance and advanced the delivery system up the descending aorta without further difficulty. Upon removal of system after valve deployment, it was determined that the non-medtronic closure device sutures had been snagged upon insertion and that the arteriotomy could not be closed by the closure device. The physician stated the cause of the closure device failure was that the suture caught on the transition of the nosecone and the capsule. The physician reported feeling the suture break but did not believe the delivery system was ¿faulty¿ in any way. The decision was made to do a cutdown and repair the artery surgically. This was done and hemostasis was obtained. The incision was closed to the physician¿s satisfaction. No deformities were noted on the dcs. No additional adverse patient effects were reported.

Manufacturer narrative:
Provided manufacturer email address product analysis: upon receipt at medtronic¿s quality laboratory, the handle was intact and the deployment knob was able to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule partially opened and delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. Multiple kinks were observed along the full length of the inner member. Slight damage was noted on the distal end of the inline sheath. Conclusion: the investigation is in progress. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (such as angulation, calcification, and tortuosity). The device instructions for use (IFU) instructs "advance the capsule to close the gap between the capsule and catheter tip completely", this ensures a smooth transition between the capsule and the tip. Vascular access related complications, such as bleeding, are a known potential adverse patient effect per the IFU, and are typically related to patient factors (such as anatomy or comorbidities), and/or procedural effects (such as sheath used, user technique, or puncture cut location). The subject dcs was returned to medtronic for analysis and delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Inner member shaft kinks have historically been seen on devices returned without the stylet in place during transport back for analysis. Additionally, a small section of damage was noted on the tip of the inline sheath which may have occurred due to an interaction between the inline sheath tip and a hard surface during insertion or may have occurred during return transport for analysis. The description of the event does not indicate that the damage observed on the dcs occurred during the reported issue, and the cause of this damage cannot be determined. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. If information is provided in the future, a supplemental report will be issued.